Event description:
It was reported that this electrode was part of a system revision due to possible pocket erosion. Reportedly, the patient had significant weight loss and the device was protruding. There were no additional adverse patient effects reported. This electrode was explanted.